Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Field b3 was estimated because date of event was not provided. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is available, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6).

Event description:
It was reported that a faradrive sheath had a damaged luer. During preparation for a pulse field ablation procedure, it was discovered that the device air luer was defective. The device was replaced and the procedure was completed successfully. No patient complication was reported. No further information was provided.